Event description:
This ra lead was implanted on (B)(6) 2010 and will be explanted due to an infection. This was reported to technical services on (B)(6) 2012. The procedure will take place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).